Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a severely calcified coronary artery. A 5.0mmx60mmx135cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured and pinhole was noted in the balloon material. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition after the procedure.